Event description:
The customer reported that a speaker malfunction message was displayed on the monitor screen prior to being put into patient use. The customer could not confirm that there was sound being emitted from the monitor. No adverse patient impact was reported as a result of this failure. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise patient safety. Do not rely exclusively on the audible alarm system for patient monitoring. The most reliable method of patient monitoring requires correct operation of the monitor and close observation of the patient.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after the device has been received by philips for evaluation.